Manufacturer narrative:
The device was received for evaluation in a deployed state. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 20.83mm in length, due to the damage to the soft cannula. However, the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. The downloaded data does not show any timeouts or drive stalls during the run. No other damage or defects were found with the device, and the cause of the reported event could not be conclusively determined. The adhesive pad was not returned with the device. The adhesive welds on the bottom of the housing were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 441 mg/dl (24.5 mmol/l) while wearing the pod on the abdomen between 25 and 36 hours. The patient¿s legal guardian reported the pod was leaking insulin. There was no medical assistance required. The device evaluation found the cannula to be torn.